Manufacturer narrative:
Please note that this event is related to a jts drive unit which is used in conjunction with the jts non-invasive extendible implant (B)(4). Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep provided screenshots regarding the patient's left proximal femur jts. As reported in the conversation: "we are having an issue with a long-standing proximal femur that we cannot hear the magnet. We wrapped the leg and it still didn't work. I also noticed that the magnet is due for service. The magnet works for others the same day we last tried and days after that [note: no reference given for 'day we last tried']. No sound at all from her. We measured her, wrapped her and definitely got her to the point. Tried all the tricks and nothing. Tried a&b. Did the boost also. She hasn't been lengthened in a couple years and the implant has been in for over a decade. Never had any issues with lengthening her in the past. Can't hear anything so could get anything to move in either direction. She has about a 4mm discrepancy. She was having back pain and that's why we tried to get her back to being even."